Event description:
Bilateral symptomatic breast capsules bilateral indeterminate mammograms bilateral leaking silicone implants with extensive capsule formation with saponification. Bilateral implant and implant material removal; bilateral formal open capsulectomies; bilateral retromammary textured mentor hs gel-filled implant reconstruction right 300cc lot 158142) left 300cc, lot 153608) the pt was marked in awake, sitting position. All of the risks, alternatives and imponderables were discussed with the pt prior to proceeding. Absolutely no gurantees, whatsoever, were made. This pt had rock-hard implants bilaterally with indeterminate mammograms bilaterally and probable leaking silicone implants bilaterally, which was documented clearly during the procedure. The previous inframammary incisions were extended on each side. Dissection was carried down through a very thick capsular shell with a large amount of whitish, creamy tissue compatible with saponification. Both of the implants were broken. The material was contained within an extremely thick shell, and the shell itself was very ragged with extensive calcification, which because of the sharp edges could certainly account for the ruptured implants. There was no evidence of any gel outside the capsule. Tediously, bilateral formal capsulectomies were done removing the entire capsule from just short of the midsternum, the upper rectus and just below the clavicle to the serratus anterior laterally. Meticulous hemostasis was achieved. Both pockets were irrigated with copious amounts of kanaycin solution. Preplaced intermuscular sutures of interrupted 3-0 vicryl were utilized. 19 mm blake drain was placed in each submammary pocket and brought out through a separate stab wound. Sizers were tried, and elected to use a textured mentor hs gel-filled implant 300 cc on each side. The implants were introduced after being soaked in kanamycin, and sutures tied down, transected and breasts closed with interrupted, buried 4-0 and 5-0 vicryl. Extensive repositioning of the implants after the capsulectomy was needed because of the very tight, contorted capsule. After the termination of the procedure,health care professional felt that symmetry was excellent. A light compressive wrap and a bandeau bandage was applied. Blood loss awakened and left the operating room per anesthesia.